Event description:
The patient reported that the ok keypad button has been intermittently unresponsive for the past couple of months. She stated that she has to press the button multiple times and pound on it to obtain a response. The patient confirmed that the rubber keypad is intact, and noted that the ok button symbol is worn off. She stated that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was peeling from the side of the down arrow and up arrow keypad buttons. The contrast and down arrow keypad buttons responded appropriately when pressed. The up arrow and ok keypad buttons have intermittent response when pressed. All of the keypad buttons have normal spring back or click. The ok key symbol was noted to be worn. The keypad cover was removed for investigation and revealed evidence of contamination under all the button contacts.